Manufacturer narrative:
Remaining components of the total knee involved in this event have been communicated through mdrs 1020279-2017-01125, 1020279-2017-01126 and 1020279-2017-01127 . (B)(4).

Event description:
It was reported that an infiltration with depo-medrol was performed due to hydrops.